Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that at the time of placement, the mount got stuck on the mesial of adjacent tooth #6 and the pressure ending up resulting in a small fracture in the patient's maxilla. Implant was not removed at the time event occurred. Inflammation and pain reported. Tooth #7.

Manufacturer narrative:
One (1) imp,tsv,3.7,11.5,mtx,mg (tsvtb11) was returned for investigation. Visual evaluation of the as returned product identified no signs of malfunction that would contribute to the event. Measurements match drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type iii). The reported device was located on tooth # 7 (universal) and was used for approximately 1 month. The customer did not provide any pictures or x-rays. DHR review: DHR review was completed for the subject lot number (64050970). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (64050970) for similar event and no other complaint was identified. Post market trend review: january post market trending was reviewed and there were no actionable events or corrective actions for the reported event (bone fracture) or product (tsvtb11). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable. Sections updated: b4: date of this report. G3: date investigation results were received. G6: type of report and follow up number. H2: follow up type h3: device evaluated by manufacturer h6: adverse event problem codes h10: manufacturer's narrative.

Event description:
There is no update to the original complaint description provided.